Event description:
This is a report by a consumer in the USA of hole in the line connected to patient (catheter) in a patient coincident with baxter dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with baxter dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer service, the following was reported. On an unknown date, the patient experienced peritonitis initially reported to be due to a hole in the line connected to the patient (onset date not reported). On 16mar2012 baxter product surveillance contacted the peritoneal dialysis nurse (pdn) and received the following updated information. The hole in line connected to the patient was actually in the patient's catheter tubing (non-baxter product/ unknown brand). The hole was just above the plastic adapter (unknown brand), right above the junction of the adapter and the tubing. The hole was in the tubing of the catheter. The pdn clarified that the hole in the catheter tubing occurred after the patient's peritonitis event and therefore was a separate unrelated event. On an unreported date, the patient's transfer set was changed during the patient's peritonitis separate report caused by touch contamination (manufacturers report# 1423500-2012-06431 ). The pdn stated at that time she knows there was no hole in the patient's catheter. On an unreported date, post the peritonitis event, a hole in the catheter tubing occurred and the patient came into the clinic. The pdn cut approximately one half inch from the end of the patient's catheter tubing and connected a new plastic adapter. The pdn stated she changed the patient's transfer set again at the time of repairing the catheter. The patient did not have to have a new catheter placed. It was not reported how the hole occurred. There was no reported injury or need for medical intervention other than to repair the catheter. The pdn did not know the brand of the catheter since it was placed in the hospital and she does not have access to those records. Patient injury reported: no medical intervention required: yes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).